Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl defibrillator power select knob was showing 20j when 100j was selected and 10j when 150j was selected. There was no patient involvement.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.